Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 480 mg/dl which customer addressed with a correction bolus via the pump. Additionally, the customers blood glucose (bg) level subsequently decreased to 59 mg/dl due to overcorrecting with manual bolus. Customer continued to use pump for insulin delivery.